Manufacturer narrative:
The review of the DHR (lot c580i150915a) indicated that the device lot met all established performance criteria prior to shipment. Per the initial report, the cardiva vascade 6/7f device performed per specifications. The device was not returned for physical investigation. An angiogram of the sheath after the exchange was not taken. It should be noted that imaging is recommended in the IFU to locate the sheath position and arteriotomy location. Imaging allows the user to assess the severity of the vascular disease, vessel tortuosity, vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained/available. No device malfunction was reported. Conclusion: based on the information available for review, the potential cause was vessel size <6mm resulting in inability to place the deployed disc in full contact with the intima. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event.

Event description:
The doctor reported that a patient that had vascade implanted had to have surgical extraction of a collagen plug removed with clot from a patient's superficial femoral artery. Upon more investigation the implant was on (B)(6) 2015 at (B)(6). The cardiva representative interviewed the rt's who do implants and the rt's don't remember any specific problems with implantation. The patient has multiple system complications: diabetes mellitus, rheumatic heart disease, and peripheral vascular disease. The procedure was a left femoral pta/atherectomy and l profunda pta with right femoral closure with a 6/7fr vascade. A cardiva representative was not present on the procedure. I interviewed the rt's who implanted and they recalled a routine implant aside from the patient being small. All of this information is retrospective recollections on the situation. Patient is doing fine post procedure.